Manufacturer narrative:
A boston scientific technical services consultant advised that the measurement of exactly zero is quite unique and has shown in the past to be due to external electromagnetic interference (emi). The consultant suggested the caller check to see if the patient was using any sort of electrical apparatus on his upper body and/or bring the patient in for in office testing in the multiple shock configurations. The caller stated that the patient was checked in the emergency room due to receiving shocks for ventricular tachycardia (vt). Impedance was normal for all tests and there were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement of zero ohms. It was reported that the patient had undergone an ablation procedure for ventricular tachycardia (vt) the previous day. No adverse patient effects were reported.